Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was decreasing faster than expected. Reportedly, the contact verified that the correct succession of low power alerts and alarms had occurred prior to the pump shut down; however, customer alleged that battery gauge was decreasing fast. There was no impact to the customer's blood glucose level.

Event description:
Review of the pump data logs by tandem technical support on (B)(4) 2017 showed that the pump battery depleted as expected. Customer acknowledged the information provided.